Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 475 mg/dl. Customer was treated with manual injection. Customer stated that insulin exited at quick release. Customer was advised to monitor the insulin pump and call if issue recurs. Customer mentioned that customer was hospitalized for 500 mg/dl, high blood glucose and heart attack before 4 to 5 years as well as customer was not on the insulin pump at that time. Insulin pump will not be returned for analysis.